Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2022 and suture was used. It was noted that the clinic opened up a pack of sutures and it was only 12" long where the other packets were 36". There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? Are any samples available of evaluation? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/3/2022. H6 component code: g07002 no device problem found. H3 investigational summary: an empty labeled winding former and a needle-suture piece of product code y943g were returned for analysis to ethicon. Upon visual analysis of the returned product revealed that the suture received was with stress, the end busted and shorter than the specified. In addition, body fluids and marks that appear to be by the use of a surgical instrument could be observed in the needle. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: one opened box with twenty packets of product code y943g was returned to ethicon inc for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual inspection of thirteen unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects were observed. The strand was measured for length on a calibrated scale and the results met the finished goods requirements for 36¿ length. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.